Event description:
It was reported, "removed ceramic on ceramic due to patient complaining of squeaking and knocking. Surgeon observed pre-operatively a stable and normal rom tha. Surgically noticed posterior impingement creating wear of liner and contact with ceramic liner. Implant was removed and converted to 36mm poly liner. No longer impinged with stem neck."